Manufacturer narrative:
(B)(4) ¿ fixation tab breakage. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a total knee replacement on (B)(6) 2015 and barbed suture was used. During the procedure, the suture fixation tab fell off and only half was remaining in place. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection was performed. One side of the fixation tab had sheared off from the rest of the device. This can occur if too much stress is applied to the device.